Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks ago, the patient had trouble walking and then fell. The patient's wife thinks the patient lost stimulation and that is why the patient fell. They interrogated the implantable neurostimulator (ins) today and the ins is at end of service (eos). It was reviewed that would have occurred sometime around sept 5th 2021 considering the implant date. It was reviewed the ins needs to be replaced.